Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown reasons with less than a year of being implanted. There is reasonable evidence suggesting that this device experienced a malfunction that caused the surgical procedure to occur. Also, the right ventricular lead and the pacemaker were explanted. A lead was implanted at the same surgical intervention. The sales representative did not answer the follow ups for more information. No additional adverse patient effects were reported.